Event description:
It was reported that there was a question regarding the potential of a right ventricular (rv) lead fracture. It was also reported that both the left ventricular (lv) lead and high voltage bundle (hvb) impedance alert tripped for several vectors of high, out of range (oor) impedances. The alert was reset and further patient monitoring will occur. It was later reported that the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6721m-50 implantable tachy lead, (B)(6) 2011; 407652 implantable pacing lead, (B)(6) 2010; 407658 implantable pacing lead, (B)(6) 2010; 310c31 implantable tissue valve, (B)(6) 2011. (B)(4). Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range and there was a lead impedance out of range alert. An out of tolerance (oot) subthreshold lead impedance alert was recorded on (B)(6) 2013. Maximum lv pace impedance rises from an approximate baseline of 500 ohm to greater than 4000 ohm the week ending (B)(6) 2013.